Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified ulnar vein. A 7.0mmx40mmx40cm sterling balloon catheter was advanced to dilate the lesion however, on the first inflation at 5 atmospheres, the balloon ruptured. There was no kink prior to use and no resistance noted during the procedure. The device was completely removed from the patient and was exchanged with a 7mm x 4cm non-bsc balloon catheter. Dilatation was performed at 6 atmospheres and the lesion indentation was treated. The procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).